Manufacturer narrative:
Additional information - b3.

Manufacturer narrative:
Correction - aware date should be sep 28, 2021 for previously submitted amdr.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer's reference number: 2017865-2021-30635. It was reported that the system was explanted due to erosion and pocket infection. The patient was in stable condition.